Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Initial MDR date 10/13/2015. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. Diopter: -12.50. (B)(4). Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer -12.50 diopter lens in the patient's left eye (os) on (B)(6) 2011. Low vault and a anterior subcapsular cataract was observed on (B)(6) 2015. The icl was explanted, cataract surgery and iol implantation was performed on (B)(6) 2015. Patient's last visit on (B)(6) 2015 - bcva was 20/20 and ucva was 20/32.